Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3389s-40, lot# va16p0m, implanted: (B)(6) 2016, product type: lead. Product ID: 3389s-40, lot# va16p0m, implanted: (B)(6) 2016, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, product type: extension.

Event description:
A health care provider (hcp) reported via a manufacturing representative that during implant, impedances were measured to be high on the patient's left side. The hcp disconnected and reconnected the lead and extension and checked impedances again. Impedances were then measured to be within range. On the following day, another manufacturing representative met with the patient for a post implant follow up appointment and programming. When the implantable neurostimulator (ins) was interrogated, a short circuit was measured on contacts 0 and 1. Impedances were measured to be 32 ohms when tested at 3v. The ins was on at the time of this report. The contacts with the short were not being used for programming therapy. The ins was programmed to c+, 10 at 1.2 ma on the right side and 1-, 2+ at 1.2 ma on the left side. No therapy problems were reported.

Event description:
Additional information from the manufacturing representative (rep) reported that the patient had a revision and all of the impedance check out fine, and the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.